Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with failure code 810:04 was discovered and confirmed in the pump's event history by a baxter service technician. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct this condition.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 116 mg/dl, 102 mg/dl, 103 mg/dl, 104 mg/dl, 93 mg/dl, 365 mg/dl, and 186 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with failure code 810:04 in the pump's event history. The baxter service technician confirmed that this condition was caused by the pump's air in line printed circuit board being out of calibration. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 6.13.90.